Manufacturer narrative:
Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer receiving baclofen (unknown dose and concentration) via implanted infusion indicated for intractable spasticity. It was reported the consumer was considering getting rid of the pump due to having bad situations with it. The consumer mentioned they were trying to get off the pump, when the doctor accidentally cleared out 25 micrograms. The consumer noted the nurse turned off the pump instead of turning it down. The consumer went through withdrawals and almost died. The consumer noted this started (B)(6) 2018 when they started to feel tight where they couldn't move. The spasticity was bad. They consumer stated they felt horrible, like they couldn't move. They consumer noted they don't remember most of it as they were completely out of it. They were taken to the hospital shortly after. The doctor was trying to get the consumer through it and told her husband that they needed to give her more baclofen or they were going to lose her. She noted it was withdrawal. The consumer woke up out of a 2 day coma. The consumer noted there was time period where saline was in the pump.